Manufacturer narrative:
Carefusion complaint #: (B)(6). The reported enflow controller was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. (B)(4). The following corrections have been made from the initial MDR submission for carefusion complaint (B)(6): patient identifier - has been changed from (B)(6) to none . Date of event - has been changed from (B)(6) 2016. Manufacturer name, city and state - has been changed from (B)(4). MDR reporting contact name and address - has been changed reporting contact information from (B)(4).

Manufacturer narrative:
(B)(4). Carefusion has received the complaint unit for evaluation. A follow-up MDR will be submitted once the evaluation has been completed. (B)(4).

Event description:
Staff has complaint of controller smoking and sparking. Customer stated "I could not duplicate problem with this one, but they have sent it to us 3 times. I have no knowledge of failure time, failure during use, etc, nor do I have any knowledge of patient harm or impact. All I know is that when I tested the units, I verified the complaints.".